Event description:
Complainant alleged that while attempting to pace a (B)(6) male pt, the device failed to capture the pt's heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.